Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was reported to be 189 mg/dl. In addition, the customer reported to have experienced a low bg earlier of 42 mg/dl. The customer consumed juice and glucose tab to stabilize bg level. The customer stated that the possible cause of the low bg might have been taking too much insulin. It was indicated that the customer had a backup pump as alternate insulin therapy.

Manufacturer narrative:
Low blood glucose level- no failure detected.